Event description:
It was reported that the customer had low blood glucose level of 40mg/dl. The customer stated that her mother had to use the glucagon shot on her when she was 16 years old. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.